Event description:
Olympus (omsc) was informed that the customer high-definition camera head was returned to the olympus repair center for a reported ¿video defect (disconnection)¿. The problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported problem, the image disappears due to a defective cable unit. The video connection with the scope is loose. The video connector has deterioration of exterior parts. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The image disconnection occurred prior to a transurethral resection of a bladder tumor. The device was inspected before use. The procedure was completed with different equipment. The start of the procedure was delayed by approximately 3 to 5 minutes to replace the equipment. There was no effect on the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Additionally, sections b3 and b5 were updated with additional information about the event. A review of the device history record found no deviations that could have caused or contributed to the image issue. Based on the results of the investigation, the definitive root cause of the faulty cable unit could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.